Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had been at the hospital on july 19. Customer is now out of the hospital and when she checked her alarm history on the insulin pump, she stated that all is well. Customer did not call about the no delivery alarm and did not change the infusion set after the alarm occurred. Customer stated that she had changed the set before and she had disregarded the alarm. Customer did a self-test and stated that it passed. Customer had no physical damage on the pump.